Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The product analysis team reviewed the photo included in the complaint. The review is documented below. [Photo review]: in the photo, the dispenser hoop can be seen in front of an enterprise system outer packaging. The delivery wire can be seen inside the dispenser hoop, and the detached stent can barely be seen inside a syringe without condition details. The microcatheter is not shown in the photo. The issue documented in the complaint regarding the stent being impeded in the microcatheter hub cannot be evaluated based on the photo provided. However, the issue reported regarding the stent being separated prematurely from the delivery wire was confirmed based on the detached condition noted on the stent. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot: 9568619. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a stent-assisted endovascular embolization procedure targeting an aneurysm on the posterior communicating artery with no significant vessel tortuosity or calcification, the 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212 / 9568619) was impeded in the hub of the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / 31540342) and could not advance further. The physician attempted to retract the stent; the stent was found prematurely detached from the delivery wire in the microcatheter. The physician removed the stent and the microcatheter from the patient and replaced both devices to complete the procedure. There was no report of any negative patient impact. A photo was included in the complaint. The photo will be reviewed by the product analysis team. On 16-dec-2025, additional information was received. The information confirmed that the procedure was a stent-assisted embolization targeting an aneurysm on the posterior communicating artery. It was also confirmed that there was no significant calcification or tortuosity in the target vessel. An adequate continuous flush was maintained through the microcatheter. Aside from the premature detachment of the stent, there was no damage noted on the stent / stent delivery system. The replacement stent was another 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212) and the replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter (606s255x). There was no negative impact on the patient and no clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4.5mm x 22mm enterprise® vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. As documented in the event, the stent component was detached from the delivery system. The distal end of the delivery wire was kinked and covered with residues. Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks). It was also noted to be fully expanded with both ends completely flared. The delivery wire underwent dimensional analysis, and all measurements were found to be within specifications, including those specifications that control the attachment and delivery of the stent. Therefore, device failure is not suspected to be a contributing factor. Although the detached condition of the stent prevented proper functional testing for the impeded condition reported, the complaint is confirmed based on the damage of the delivery wire. It is suggested that excessive force could have been inadvertently applied during the attempts to advance the stent through the damaged concomitant microcatheter, resulting in the kinked condition of the delivery wire. With the limited information available, a conclusive cause cannot be determined; however, it is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9568619. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instruction for use (IFU) does contain the following recommendations: do not partially deploy the stent from the introducer. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Confirm the tip of the delivery wire is entirely within the introducer. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No:(B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 09-jan-2026. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.